Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the touchscreen did not respond when pressed. The probable cause was a broken touchscreen. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen did not respond when pressed. The device was returned to the biomedical departement for an unspecified reason. No information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen did not respond when pressed. No additional information was provided.